Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the fenestrated bipolar forceps instrument stopped rotating and found to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the instrument housing was removed, and the instrument was found to have a dislodged grip cable. The yaw motion was non-intuitive as a result. The instrument was also found to have localized melting on the outer surface of one bipolar yaw pulley, resulting in an exposed electrode. The instrument failed the electrical continuity test. The complaint regarding stopped rotating/had a broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.